Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited inhibition of pacing and noise during physical therapy treatment with a tens unit.